Event description:
Reporter indicated that vns pt has experienced a recent increase in seizure frequency. It was reported that the pt went from having a couple of seizures per day to 15 to 20 seizures per day. There were reportedly no medication changes during the time of the increase in seizure activity. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.